Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an eod error message, and the device made a grinding noise. As a result, a backup device was employed for the procedure. No add'l info regarding the event was provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.